Manufacturer narrative:
Device is a combination product.   (B)(4).   Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 28mm x 4mm, concentric, de novo target lesion was located in the right coronary artery. Following pre-dilatation with a 2.5x20mm balloon catheter, a 4.00x28mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, during introduction, a stent forcing happened and a stent strut disruption was noted. The procedure was completed with a different device. No patient injury was reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 28mm x 4mm, concentric, de novo target lesion was located in the right coronary artery. Following pre-dilatation with a 2.5x20mm balloon catheter, a 4.00x28mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, during introduction, a stent forcing happened and a stent strut disruption was noted. The procedure was completed with a different device. No patient injury was reported and the patient's status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: promus element plus mr ous 4.00 x 28mm stent delivery system was returned for analysis. A visual examination of the crimped stent revealed damage. Proximal strut rows 1-2 were damaged with struts lifted and pulled distally. The remainder of the stent was undamaged. The outer diameter of the undamaged crimped stent was measured and the result was within the maximum crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and there were no issues noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).